Event description:
In 2005, while wearing the external equipment, the pt reportedly had no sound percept. The pt was seen for evaluation. Testing performed confirmed that the pt's device was no longer functioning. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.